Manufacturer narrative:
H6: evaluation codes updated device evaluation: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. If the product is returned, lsm will reopen this complaint for further investigation.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the flange on the tracheostomy tube broke. Therefore, the tracheostomy tube was not secured and was replaced. The duration of the implantation was 7 months. There was patient involvement, and unknown patient harm/adverse event reported.